Event description:
The patient presented with palpitation and dyspnea. Preoperative inr was 5 and the 23 mm sjm masters series mitral valve was found to be stuck open; therefore, the valve was explanted. The patient was reported to be recovering.